Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon was over inflated and popped. They continued to use the same device to complete the case by placing pressure around the trocar. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating time. No pt injury was reported.

Manufacturer narrative:
(B) (4).